Manufacturer narrative:
(B)(4): firing trigger the analysis results found that the (B)(4) device was received with the firing trigger damaged and with a reload loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no additional anomalies were found. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was placed down a 12mm trocar to take the proximal part of the appendix after holding the closing trigger for fifteen seconds. Then, pressed the firing trigger and the trigger broke. The staples and the knife did not fire. Another device was used to complete the procedure. There were no adverse consequences to the patient.